Event description:
This pi is for the revision event that took place on (B)(6) 2021. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2012 and was revised on (B)(6) 2021. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood. Medical records indicated that the patient had recurrent dislocations, with the final dislocation occurring in (B)(6) 2021.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "this inquiry reports the revision of right total hip replacement about 9 years after implantation due to recurrent instability and trunnion corrosion. I can confirm that this event took place since I was able to review the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Recurrent instability is a common postoperative complication and is multifactorial, including surgical technique and patient factors. Trunnion corrosion is also multifactorial including implant factors, surgical technique and patient factors." Device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant confirmed the revision procedure took place but was unable to confirm the device failure events. The exact cause of the event could not be determined because insufficient information was provided. Additional information including progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.